Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the plastic distal end cover and the bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.